Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up with two units of polyflux 170h dialyzers, yellowish spots were observed between the fibers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation and one device was not returned; therefore, a device analysis could not be completed. A visual inspection was performed on the returned sample and it was noted that product was wet and yellowish coating was found on the fiber. A materials analysis could not detect ferrous. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.